Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the fluoroscopy image was intermittently white causing a loss of the live image. There is no report of pt injury.